Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the ventricular lead exhibited noise. Upon a fluoroscopy, the lead exhibited rib clavicular crush damage. The lead was capped and replaced during a routine device changeout procedure.